Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator had several inappropriate automatic mode switch episodes due to far r oversensing. Programming changes were recommended. The patient would be seen during their next follow-up. The patient was fine.